Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified that drawer 1 was disconnected, and upon reconnection, drawer 1.1 caused the station to power down. The controller board for drawer 1.1 was replaced, after which testing confirmed proper functionality. Additionally, drawer 5 was found to have no illumination, and the interface board was replaced to resolve the issue. The customer performed recovery testing, and the device was verified to be functioning as expected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.